Event description:
Per the clinic, the patient expereinced swelling at the implant site on (B)(6) 2022. Subsequently, the patient developed an infection and was treated with IV antibiotics (date and duration not reported). On (B)(6) 2022, the patient was placed under general anaesthesia for wound irrigation but the implant was found to be infected as well. The device was explanted during the same surgery. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Manufacturer narrative:
This report is submitted on august 16, 2022.